Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate nor confirm the reported issue. Failure analysis found that the overmold pulled away from the connector housing and I-beam had cracks/damage. Additionally, errors 48221 and 48216 were found in the logs.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for failure analysis. However, as of the date of this report, the evaluation of the endoscope has not been completed. Therefore, the root cause of the customer reported failure mode cannot be determined at this time. Isi made multiple follow up attempts to obtain additional information from the customer concerning the reported event with no success. If additional information is received, a follow-up MDR will be submitted. Based on the current information provided, this complaint is being reported due to the following conclusion: the glass pane on the optical tip of the 0 degree 8mm endoscope led lights allegedly ¿dissolved.¿ the customer is unsure if any fragments from the endoscope actually fell inside the patient. At this time, it is unknown what caused the "dissolving" to occur or if any fragments from the endoscope were retained inside patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the glass pane on the optical tip of the 0 degree 8mm endoscope led lights allegedly "dissolved." It was unknown if the "dissolved" particles or shards were introduced into the patient's anatomy. The procedure was completed with no reported injury.